Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (Age at time of event): reported as above 15 years old. (Weight): reported as (B)(6). (Estimated date of event): the reporter indicated the event occurred between dec 2010 and the first week of (B)(6) 2011. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that an unspecified operator, therefore unknown if trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery (cfa) after a diagnostic procedure. Reportedly, the clip would not fire after depressing the deployment button. The access ports were used to remove the device from the patients groin, however, the thumb advancer was not retracted. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.